Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary stenting procedure, unstable angina, revascularization and recoil occurred. In (B)(6) 2012 the subject presented due to stable angina and was referred for cardiac catheterization. The target lesion #1 was a culprit lesion for stemi located in the svg to 1st diagonal with 90 % stenosis and was 8 mm long with a reference vessel diameter of 2.25 mm. The target lesion #1 was treated with direct stent placement using a 2.25 mm x 12 mm pe plus stent with 0% residual stenosis. The subject was discharged the next day on aspirin and ticagrelor. In (B)(6) 2013 the subject experienced the symptoms of unstable angina and was hospitalized a week after. Cardiac catheterization was recommended. Two days after, 85% restenosis of the previously placed study stent was found in the svg to 1st diagonal and was treated with pci with 0% residual stenosis (tvr 501). Ivus reveled significant recoil of previously placed study stent. Additionally 80% stenosis located in the svg to r-pda was treated with balloon angioplasty and placement of a 2.5 mm x 23 mm non bsc drug eluting stent, 0% residual stenosis (non-tvr). No further information is available at this point of time.